Event description:
It was reported two days after implant that the patient's right ventricular (rv) lead perforated the coronary sinus. The rv lead was explanted and replaced the following day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.